Event description:
New information received notes that the lead was capped due to impedance changes.

Event description:
It was reported that when the asymptomatic patient presented via a merlin transmission, alerts for non-sustained lead noise were observed. Review of the stored egm verified lead noise. In-clinic the noise was not reproducible. The patient presented in-clinic the next day due to additional alerts for non-sustained lead noise. The lead remains implanted and patient will be monitored.